Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that there were high dfts (defibrillation thresholds) on the single coil right ventricular (rv) lead. There was also a unsuccessful dft with the single coil rv lead. The rv lead was explanted and replaced with a dual coil rv lead. No patient complications have been reported as a result of this event.